Manufacturer narrative:
(B)(4). Report source-foreign-japan. Concomitant medical products: item#:47-2486-052-40 lot#:3076792 item name#:ann blunt tip screw 4x52mm; item#:47-2486-124-40 lot#:3091457 item name#:ann cort bone screw 4 x 24mm; item#:47-2486-124-40 lot#:3078235 item name#:ann cort bone screw 4 x 24mm; item#:47-2488-000-04 lot#:3081960 item name#:ann washer small; item#:47-2488-010-00 lot#:3091275 item name#:affixus ph nl cap 0mm; item#:47-2486-034-40 lot#:3078217 item name#:blunt tip screw, 4x34mm; item#:47-2486-034-40 lot#:3077767 item name#:blunt tip screw, 4x34mm; item#:47-2496-161-09 lot#:3083154 item name#:proximal humerus, left, 9x160mm. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2022 -00497; 0009613350 -2022 -00500; 0009613350 -2022 -00501.

Event description:
It was reported that a screw backed out from its proper position two weeks after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction and additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.